Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Annex e codes, annex a codes. Corrected data: b7. Was erroneously omitted from the initial 3500a medwatch report. Additional codes. Annex f code was erroneously omitted from the initial 3500a medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 1 month following the implant of a transcatheter aortic valve, an unspecified valve failure occurred. Additional information was previously reported, but not captured in the initial narrative: a computed tomography (CT) scan was performed with an accompanying request to review measurements for sizing. Review of CT imaging noted possible thrombus/pannus was observed inside of the valve frame. Possible plaque/thrombus was also seen in the native sinuses. The failure of the valve was not reported and no treatment was performed. No patient complications were reported as a result of this event.

Event description:
It was reported that 5 years and 1 month following the implant of a transcatheter aortic valve, an unspecified valve failure occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.